Event description:
Pump delivered second syringe in 1 hour instead of 2.5 hours. Night staff noted that first syringe delivered in 2.5 hours as expected but second syringe delivered in 2.5 hours as expected but second syring delivered in only one hour without any settings being changed, the third syringe delivered in 2.5 hours again. Overdelivery resulted in a small amount (approx. 10mls) of fentanyl and marcain solution being delivered to the patient. There was no direct adverse effect to the patient since it was only a minimal amount of overdelivery. The patient recovered well. Upon further query, the following information was provided: "the pump delivered the second syringe in one hour instead of 2.5 hours. Night staff noted that first syringe delivered in 2.5 hours as expected but second syringe delivered in only one hour without any settings being changed, the third syringe delivered in 2.5 hours again. Day shift have confirmed that the same has happened to them. The first overdelivery resulted in a small amount (approx 10 ml) of fentanyl and marcain solution being delivered to the patient. There was no direct adverse effect to the patient since it was only a minimal amount of overdelivery. The patient recovered well." Though requested, no additional information was provided, including programming parameters.